Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Dissection, hemorrhage, and surgical procedure (coronary artery bypass graft surgery) are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified proximal left anterior descending artery. The patient was admitted with a myocardial infarction. There was difficulty placing a 6f guiding catheter due to the heavily calcification and long, tight lesion. A guide wire was advanced to the lesion; however, an unknown balloon catheter could not cross the lesion. A guideliner was advanced and then .85 mm, 1.5 mm, and 2.0 mm balloon catheters were used for pre-dilatation. A 2.5 x 23 mm xience xpedition was advanced to the lesion with no more resistance than normal. The balloon was pressurized to 6 atmospheres when blood came into the indeflator and a rupture was suspected. The physician tried to retract the balloon but it was stuck. Under angiography, it was confirmed there was a dissection into the left main and aortic root. The patient was transferred to (B)(6) university hospital. During transportation, the patient was given bivalirudin. Vital signs were stable and there was no pain. Cardiac artery bypass graft (CABG) and veingraft surgery were performed. The patient had a dissection in the ascending aorta. The delivery system could not be removed and it was cut and left in the patient. During the surgery, there were bleeding problems and the patient was given 13 units of blood, thrombocytes and plasma. After a long and complicated stay in the hospital the patient is discharged to home. No additional information was provided.